Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch #unk. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that the cdh29b sample was not received. Only the anvil with the breakaway washer uncut were returned and with the ancillary trocar attached to the anvil shaft with no apparent damage. The ancillary trocar was removed from the anvil shaft and no damage was noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ the event described could not be confirmed as no damage was noted on the ancillary trocar. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during a colectomy the surgeon could no longer detach the green trocar during the operation. No patient consequences. The device did deliver staples and they were formed correctly. The staple line and the cut line was complete. There was not a problem with the cutting line, such as an uneven, dull, uneven knife, etc.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: during a left colectomy procedure, when performing the colonic anastomosis, the device was used and a blockage occurred during the manipulation of the anvil and end part of the device that the operator did not could not remove. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.